Manufacturer narrative:
The reported event was confirmed as manufacturing related as only the manufacturing site has access to the inflation notch. Visual evaluation of the returned sample noted one opened (no original packaging), used silicone foley with sample port connector and cut drainage tubing. The catheter balloon was inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but immediately leaked out of the drainage eyes, indicating lumen to lumen leakage. The balloon was dissected to find that the inflation notch had perforated drainage lumen. This does not meet the specification as "double perforation on notch and eyes is not allowed.". Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be punch depth too large. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter]"

Event description:
It was reported that water leaked from the tip of the catheter. Per follow up via email on 27jul2020, there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the tip of the catheter.